Event description:
Reported as "left grade 2-3 capsular contracture with left reconstructed implant being higher than the right. Marked asymmetry."

Manufacturer narrative:
Device labeling addresses the possible outcome of capsular contracture and malposition as follows: "the scar tissue or capsule that normally forms around the implant may tighten and squeeze the implant and is called capsular contracture. Capsular contracture may be more common following infection, hematoma, and seroma. It is also more common with subglandular placement (behind the mammary gland and on top of the chest). Symptoms range from mild firmness and mild discomfort to severe pain, distorted shape, palpability of the impl, and/or movement of the implant."